Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance is affected, only hearing sensation remains. Parents did not report any trauma or medical treatments.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. No trauma is reported but the decrease in hearing performance was sudden. In addition, in situ measurements show one channel in hi status since 2018 due to undetermined reasons. Re-implantation is considered but no date has been scheduled yet.

Event description:
Hearing performance is affected, only hearing sensation remains. The parents noted a sudden change in hearing performance with the device.

Event description:
Hearing performance is affected, only hearing sensation remains. The parents noted a sudden change in hearing performance with the device.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition, in situ measurements show one channel in hi status since 2018 due to undetermined reasons. The problems given in the recipient report appear to match the damage found. This is a final report.